Manufacturer narrative:
Additional information:h6, h10 the device remains implanted in the patient. No relevant photograph, video, imagery was provided with the complaint. A device history record (DHR) review was performed and did not reveal any manufacturing related issues that would have contributed to this complaint. A lot history review did not reveal any other complaints related to leaflet inadequate coaptation in patient, valve regurgitation central leak and valve placement too ventricular. The reported events of leaflet inadequate coaptation in patient, valve regurgitation central leak and valve placement too ventricular were unable to be confirmed; therefore, a complaint history review is not required. Commander delivery system instructions for use (IFU) with s3, device preparation training manual, supplement valve-in vale patient screening and procedural (mitral position) training manual and procedural training manual were reviewed for instructions relating to the complaint event. Perform thv deployment: unlock the inflation device, initiate rapid pacing ensuring 1:1 capture, sbp = 50 mmhg, and pulse pressure, confirm placement of center marker within optimal initial center marker zone, begin initial deployment with a slow controlled inflation, fully inflate and hold for 3 seconds to ensure complete deployment, completely deflate the balloon, and stop pacing and withdraw the balloon from the native valve. Target final valve position after thv deployment at 70/30 to 80/20 (aortic/ventricular) when using optimal initial thv positioning where the center marker is within the optimal initial center marker zone. Anatomy (stj, calcification, coronaries, etc.), % area sizing, thv size and foreshortening / inflation volume should also be considered when initially positioning the thv. Waiting some time may help in assessing final pvl. During manufacturing, the device is both visually inspected and tested several times throughout the process. Inspections during the manufacturing process and testing performed during the product verification process make it unlikely that a manufacturing nonconformance contributed to the reported complaints. The reported events of leaflet inadequate coaptation in patient, valve regurgitation central leak and valve placement too ventricular were unable to be confirmed. Due to the unavailability of the device and/or relevant imagery, engineering was unable to perform any visual, functional, or dimensional analysis. A review of the DHR and lot history, revealed no indication that a manufacturing non-conformance contributed to the complaint. Additionally, a review of manufacturing mitigations supports that proper inspections are in place during the manufacturing process to detect issues relating to the complaint. Review of IFU/training manuals revealed no deficiencies. As reported, ¿as per medical opinion, the cause of the ventricular position was the very rapid inflation of the last ml of contrast¿. The valve may have potentially move ventricular due to the rapid inflation. Per training manual, ¿slow inflation during initial deployment may help with stability of the delivery system and thv during deployment¿, and ¿final sapien 3 valve implant depth should be targeted no more than 20% (atrial) for optimal valve function¿. Available information suggests that procedural factors (rapid inflation during thv deployment) may have contributed to the complaint event. However, without further information, a definitive root cause was unable to be determined at this time. During the manufacturing process, all sapien 3 ultra valves are 100% visually inspected for defects and 100% tested for proper coaptation under physiological backpressure conditions prior to release for distribution. Therefore, it is highly unlikely that a manufacturing defect or device malfunction contributed to the event. As report, the sapien 3 valve was implanted in a very ventricular position. This incorrect positioning led to incorrect coaptation and significant central regurgitation was observed. Since the valve was deployed too ventricular, it is possible that the blood flow could not provide sufficient back pressure to close the leaflets from the outflow side, resulting in the reported inadequate leaflet coaptation and central leak. As such, available information suggests that procedural factors (valve placement too ventricular) may have contributed to the complaint event. However, a definitive root cause was unable to be determined at this time. A review of edwards lifesciences risk management documentation was performed for this case.  The reported event is an anticipated risk of the transcatheter heart valve procedure, additional assessment of the failure mode is not required at this time.  No manufacturing non-conformances or IFU deficiencies were identified, corrective action is not required. No product non-conformance was identified, therefore a product risk assessment (pra) is not required.

Manufacturer narrative:
There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, minimally or bulky/severely calcified leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The correct alignment and positioning of the device at the point of deployment is emphasized as a key factor to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular malposition (i.e. Small, minimal leaflet calcification), bav may provide indication of potential balloon movement during valve deployment. Per the instructions for use (IFU), central regurgitation is a potential adverse event associated with bioprosthetic heart valves and the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to central regurgitation including malposition of the valve, impingement of a leaflet due to the guide wire, over inflation of the deployment balloon, post dilation of the implanted valve, and slow recovery of adequate ventricular flow post valve deployment and rapid pacing. All of these factors have the potential to contribute to suboptimal coaptation of the sapien valve leaflets and cause central aortic insufficiency. Occasionally there are cases where the root cause of the regurgitation cannot be determined.   The thv training manuals instruct the operator on proper positioning and deployment of the valve, including all procedural and anatomical considerations. The patient screening manual instructs the operator on proper native valve leaflet assessment, taking into consideration the length, bulkiness and distribution of calcium on the native leaflets to determine whether valve performance will be impaired.   During the manufacturing process, all sapien valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. There are several potential patient and procedural factors that alone or in combination can cause or contribute to a report of a restricted or non-functioning leaflet. Based on historical review of complaints, these events are typically a result of too ventricular deployment of the valve in combination with native leaflet overhang. Other potential contributing factors include: leaflet impingement in a highly calcified native valve, impingement of a leaflet due to the guide wire, or slow recovery of adequate ventricular flow post valve deployment and rapid pacing. This can result in a temporary decrease in the pressure gradient between the ventricle and the aorta, resulting in an inadequate pressure change to close the leaflets. In many instances this can be overcome with trouble shooting, which includes blood pressure recovery or support. Occasionally there are cases where the root cause of the non-functioning leaflet cannot be determined.   During the manufacturing process, all edwards valves are 100% visually inspected for defects and 100% tested for coaptation prior to release for distribution. This makes it highly unlikely that a manufacturing defect or device malfunction would contribute to the event. In this case, there was no allegation or indication a device malfunction contributed to this adverse event.  Investigation results suggest/indicate the cause of the ventricular position was the very rapid inflation of the last ml of contrast. It was reported the ventricular position lead to the restricted coaptation and central regurgitation.  The cause of the death is unknown but was reportedly due to ¿procedural complications in a very fragile patient.¿ the IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported by an edwards affiliate in (B)(6) a 29mm sapien 3 valve was placed by transseptal approach in mitral position inside a surgical epic 29 valve due to an insufficiency. The sapien 3 valve was implanted in a very ventricular position. This incorrect positioning led to incorrect coaptation and significant central regurgitation was observed. It was decided to proceed with the implantation of a second 29mm sapien valve. After a few minutes of stability, the patient's parameters became very unstable and it was decided to put the patient in ECMO. The patient underwent cardiac surgery, however the patient expired due to procedural complications in a very fragile patient.   As per medical opinion, the cause of the ventricular position was the very rapid inflation of the last ml of contrast.